Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that a router broke during a procedure. It was also reported that the procedure was completed successfully with no adverse consequences. No further information available at this time. Information regarding medical intervention and surgical delay have been requested from the customer.

Event description:
No new information.

Manufacturer narrative:
D1: catalogue number added. D4: gtin added. Full UDI is not available due to missing lot number. H6: the quality investigation is complete.